Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot as the supplies to the pump were scheduled to be changed that day.